Manufacturer narrative:
Upon follow up, it was reported that the patient was hospitalized for 37 days and was treated one day after the event onset with amikacin (100mg, daily, intravenous and duration not reported), vancomycin (50 mg, every 48 hours, intravenous and duration not reported) and fluconazole (400 mg, daily, oral and duration not reported) for peritonitis. Seven days after the event onset, the patient was treated with meropenem (500mg, daily, intravenous and duration not reported) and caspofungin (50mg, intravenous, dose and duration not reported) for peritonitis. Nineteen days after the event onset, the patient was treated with vancomycin (dose, route and frequency not reported). At the time of this report, the patient has recovered from the event. It was reported that the patient was shifted to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested with abdominal pain. The breach in aseptic technique was described as due to "technique failure". On the same day as the event onset, the patient was hospitalized for the event and was treated with unknown antibiotic (intravenous, dose and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.